Event description:
It was reported that during use with an unspecified amount of bd insyte¿ autoguard¿ straight, 20g x 1.00 the distal tip of catheter breaks. This is the 2nd of 2 issues. The following information was provided by the initial reporter: it was reported by the customer that the nurses claiming malfunction... Catheters breaking.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter defective. The following information was provided by the initial reporter: the nurses claiming malfunctions when starting IV¿s such as: loose catheters, catheters breaking.

Manufacturer narrative:
The following fields have been updated with corrected information: e.1 initial reporter first and last name: (B)(6). E.1. Initial reporter phone #: (B)(6). E.1. Initial reporter email: (B)(6). E.1. Initial reporter country code: (B)(6). E.1. Initial reporter facility name: (B)(6). The following fields have been update with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 31-jul-2023. E.1. Initial reporter address: (B)(6).

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd insyte¿ autoguard¿ straight, 20g x 1.00 the distal tip of catheter breaks. This is the 2nd of 2 issues. The following information was provided by the initial reporter: it was reported by the customer that the nurses claiming malfunction, catheters breaking.